Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Conclusion: failure event observed during analysis. Final analysis found an insulation abrasion exposing the outer coil at 45.5 cm- 46.7 cm from the connector end. The abrasion was consistent with constant friction with another implantable device. Reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.